Event description:
It was reported that during a sleeve gastrectomy procedure the stapler got stuck. No patient consequences reported.

Manufacturer narrative:
(B)(4). Results: nicked knife. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? During which stroke did the event occur? What color cartridge was being used? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing or opening)? The analysis found that the long60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.